Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 20 mg/dl at the time of the event. The customer stated that he bolused before dinner, went to relax, and ended up losing consciousness due to hypoglycemia. After the event, the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.